Event description:
A complaint was received from a type 1 diabetic who adjusts insulin based on meter results. The customer stated that in 2002 in the am they received a blood sugar result of 169 mg/dl and at noon 203 mg/dl. At this time the customer took an additional 6 units of insulin and passed out at 6:30pm. Paramedics were called and the customer's blood sugar was 43 mg/dl (method unknown). He was given some glucose and was re-tested and received a result of 337 mg/dl. The customer did not believe this result and re-tested and received a result of 130 mg/dl. The time difference between these readings was 5 minutes. While on the phone a review of the system was conducted. The customer did not have all of the requisite supplies to continue the evaluation. Also the customer was using several lots of reagent. Lot number a1c05bj031, exp. 09/02, z1f05ns061, exp. 12/02. A request was made to return the instrument and the reagent for evaluation. In addition, a review of the customers' technique was made. It appears that no technique issue could have contributed to this event.